Event description:
It was reported that the customer's insulin pump was alarming low reservoir and her blood glucose levels were in the 200s to 300s mg/dl range. The customer's blood glucose level at the time of the report was 206 mg/dl. The customer stated there were occlusions in the form of air bubbles in the reservoir and/or infusion set. She said she returned reservoirs for analysis and was told they were defective. The customer declined troubleshooting. The product has been returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).